Event description:
A ventilator was returned to a third party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed a test step during testing. The tubing on the sensor board assembly was replaced and the device was recalibrated to address the issue.